Event description:
Fiber optic intra-aortic balloon failed to calibrate when in use. Manufacturer response for intra-aortic balloon, (brand not provided) (per site reporter). Spoke with vendor and occasionally the tip of the fiberoptic is breaking at the time it is being inserted into the patient.